Event description:
Patient reported experiencing redness and discharge while using renu with moistureloc multi-purpose solution. She went to a physician who stated it looked like a blister under her contact. She was prescribed medications including an antibiotic that did not help her. When she finished the prescription, she resummed contact lens use with a new lens and the redness and discharge returned. She was referred to another physician. According to records, the patient presented stating she had an infection in the left eye for the past three weeks. She was experiencing matting, discharge, photophobia, redness and blurriness. The physician diagnosed the patient with a mild follicle reaction in the right eye and mild iritis in the left eye. Lotemax was prescribed. The patient returned to the office a month later. She continued to use lotemax when her eyes were bothering her. The physician did not attribute this event directly related to a specific product. According to the patient, as of 2006, she was still experiencing redness.

Manufacturer narrative:
Chemical testing showed the returned product met all shelf life limits. Based on all information, no causal factors can be determined, and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.